Event description:
It was reported that the sys 9800 would not completely initialize and reported a pre charge error. There was no pt involvement or info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated although numerous attempts were made. Problem may have been due to ac line issues. The sys was tested and found to be working as intended and placed back into svc.